Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the lever part of maj-891 was not disassembled and was improperly reprocessed. It was additionally reported that maj-891 was disassembled into two parts for reprocessing at the user facility. After autoclave sterilization at 135 degrees for 8 minutes, a brown foreign material came out. It turned out that sterrad sterilization was performed. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. In addition, the manufacturing record could not be reviewed since the subject lot was unknown. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc presumed that the device had been reprocessed without disassembly by mistake. The brown foreign material might be found after sterilization due to insufficient reprocessing or handling.